Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. A getinge emergency support lead coordinator confirmed that the customer never alleged a malfunction of the iabp, and that it functioned as expected. The customer further confirmed that the event was due to user error as the staff did not notice that the iabp had not been supporting the patient for 5 hours and the standby alarm was in the "off" position. The iabp unit was never removed from clinical use.

Event description:
It was reported that during use on a patient, it was noticed that the cs300 intra-aortic balloon pump (iabp) had been on standby for three-hundred (300) minutes. It was noted that the standby alarm was discovered to be "off." Subsequently, the intra-aortic balloon (iab) was removed, and the patient was reported as being stable. No adverse event was reported.